Event description:
Servo 300 ventilator was on a pt in the burn unit. The respiratory therapist reported that while she was at the bedside, the visual numeric displays blanked out. The ventilator appeared to still be operating, no alarms occurred. The ventilator was removed and the pt manually ventilated until a replacement was received. No pt compromise occurred.